Event description:
It was reported that the prostar xl sutures were placed using the preclose technique in a moderately calcified common femoral artery prior to a transcatheter aortic valve implantation procedure. Reportedly, during knot advancement to close the arteriotomy the white suture broke. The physician attempted to use the remainder of the white suture and the green suture unsuccessfully. The sutures were removed and the physician first used a balloon to stop the bleeding and later placed a fluency stent graft in the groin, which achieved hemostasis. There was no adverse patient sequela. The procedural sheath was an 18 f sheath and the prostar xl was placed using a 12fr sheath. The physician is reported to be trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The safety and effectiveness of the prostar xl device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. It is indicated that the device was discarded at the facility; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and a query of the complaint handling database could not be conducted because the device was not returned and the lot number was not provided. Based on the review, no product deficiency was identified and the cause for the reported suture breakage could not be determined.